Manufacturer narrative:
Fractured insertion post. The implant had to be removed in the same surgery. Another surgical intervention wasn`t necessary. The implant shows a damage due to explantation. The insertion post is not attached, therefore no evaluation of this part is possible. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post. The implant had to be removed in the same surgery. Another surgical intervention wasn`t necessary.